Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found a plastic tube fitting at the auto-flush connection to be broken off. The technician repaired the fitting, secured the connection and confirmed the sterilizer to be operational. No additional issues have been reported.